Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 310 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue. The customer indicated that no backup insulin therapy method was available.